Event description:
It was reported by the customer that they had been experiencing high blood glucose levels. Customer declined providing further information and troubleshooting. Customer's blood glucose level was 29.9 mmol/l at time of event. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.